Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported problem of ¿randomly alarming¿ was confirmed/duplicated. The cause was the air detector did not work as intended. Replaced the air detector and the device passed functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was randomly alarming and sporadically will stop pumping and alarming. Acts as if tubing or cassette is not in the device. No additional information provided. Occurred during routine preventive maintenance inspection. There was no patient involvement.